Event description:
It was reported an external blood leak was observed with an ak 96 machine. During hemodialysis therapy, the heparin injection was completed; however, the device did not alarm it had completed. The syringe subsequently fell off and blood leaked out. The blood loss was approximately 20ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b2: outcomes attributed to ae: correcting to blank, previously reported as required intervention to prevent permanent damage or impairment. H10: the device was not received for evaluation; however, the machine was evaluated and repaired on-site by a local engineer. No further information regarding the repair was provided. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.